Event description:
It was observed that during the device evaluation, the colonovideoscope was found to have foreign objects on the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, we could not conclusively specify the root cause of the foreign material remaining in the device. Should additional relevant information become available, a supplemental report will be submitted.